Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa.

Event description:
It was reported that there was an air embolism seen and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation with transesophageal echocardiogram (tee). The patient was resisting swallowing the tee probe, so they were given more sedation. Due to this deep sedation, the patient was snoring heavily. Despite the snoring, the physician proceeded with the case. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. It was noted at this time that they were multiple air emboli present in the patient. The physician continued the procedure despite the air embolism present. The patient experienced st segment elevation. The physician successfully completed the procedure with a closure device implanted in the laa of the patient. While in recovery later that day, a stat computed tomography (CT) scan was performed, and a stroke code was called. The patient experienced a cerebral vascular accident with seizure activity and was intubated.

Event description:
It was reported that there was an air embolism seen and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation with transesophageal echocardiogram (tee). The patient was resisting swallowing the tee probe, so they were given more sedation. Due to this deep sedation, the patient was snoring heavily. Despite the snoring, the physician proceeded with the case. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. It was noted at this time that they were multiple air emboli present in the patient. The physician continued the procedure despite the air embolism present. The patient experienced st segment elevation. The physician successfully completed the procedure with a closure device implanted in the laa of the patient. While in recovery later that day, a stat computed tomography (CT) scan was performed, and a stroke code was called. The patient experienced a cerebral vascular accident with seizure activity and was intubated.